Event description:
During a ventricular tachycardia procedure, a blood leak was noted from the hemostasis valve. Following insertion of the needle, when the tactiflex catheter was inserted into the sheath and manipulated in the left atrium, blood leaked from the valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.